Manufacturer narrative:
(B)(4). Concomitant medical products: 35 and 14 guidewires (chevalie,fmd/astato astato, st.jude medical) to cross the lesion, balloon catheter (sterling, boston scientific) for vessel dilation and new smart control iliac stent to finish the procedure. (B)(6). The site reported that during an endovascular intervention, the 8 x 60mm smart control iliac failed to cross the lesion. Multiple attempts to cross the lesion were unsuccessful and the stent delivery system (sds) became kinked. The device was exchanged for another smart sds and the procedure successfully completed with no reported patient injury. The event involved a (B)(6) male patient who was undergoing an endovascular intervention of a lesion in his superficial femoral artery. The target lesion was described as 100% chronically stenosed, heavily calcified and moderately tortuous. The patient¿s vasculature was accessed via an ipsilateral approach. Initial attempts to cross the lesion with a non-cordis guidewire were unsuccessful due to the heavily calcified vessel. The guidewire was exchanged and successfully crossed the lesion. The site reported that there were no anomalies or damages noted on the device or its¿ packaging prior to use. They further reported that the sds was handled and prepped according to the instructions for use (IFU) and no anomalies were noted during this period. Initial attempts to cross the lesion with the smart sds were unsuccessful and the device was removed. The lesion was then pre-dilated with a non-cordis balloon prior to the re-introduction of the smart sds. Multiple attempts to cross the lesion were still unsuccessful and the device was removed. Upon removal, the site noted that the sds shaft was kinked. The device was exchanged for another smart sds and the procedure successfully completed with no reported patient injury. One non-sterile smart control, iliac 8x60 was received coiled inside a plastic bag. Per the visual analysis, a partial separation was found on the outer member 1.6cm from identification band. The stent was not deployed and the locking pin was in place. No other issues were found. Microscopic analysis of the separated outer member revealed elongation characteristics. Sem analysis revealed that the external body surface had evidence of elongation and scratches at the areas surrounding the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Dimensional analysis that included the outer diameter of the outer body at different locations along the catheter and the inner and outer diameter of the outer body near the areas of separation revealed that the device met specification. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported "sds - failure to cross" event was not confirmed based on the results of the dimensional analysis. Though the exact cause of this event could not be conclusively determined; the partially separated outer member may have contributed to it. The reported ¿sds ¿ cracked-in patient¿ event was confirmed based on the results of the visual analysis. The exact cause of this event could not be conclusively determined. However, the analysis revealed evidence of elongation that is suggestive of stretching and pulling. According to the product IFU, this device is indicated for improving luminal diameter in patients with symptomatic atherosclerotic disease of the common and/or external iliac arteries. The safety and effectiveness of this device has not been demonstrated in patients with lesions that are totally or densely calcified. The IFU further details that if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Based on the information available for review, there are vessel characteristics (chronic heavily calcified and moderately tortuous lesion) and possible procedural factors (as evidence by the elongation on analysis) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a smart control iliac self-expanding stent 60x8 was delivered to the lesion, but it could not cross the lesion. The physician tried to cross it several times, but it got kinked at its shaft. Preliminary evaluation of the device indicates the device was kinked to the point of near separation at 1.5cm from strain. After plain old balloon angioplasty was performed with a non-cordis balloon catheter, the physician retried again to cross it, but it could not make it. Therefore, the stent was changed out for a new smart stent and the procedure finished successfully. There was no report of patient injury. The target lesion was the superficial femoral artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 100% (chronic total occlusion). An ipsilateral approach was made. A non-cordis guidewire was delivered to the lesion, but it could not be crossed. A ¿knuckle¿ was performed with a guidewire and it was changed out to another one and returned to the main vessel. There was heavy calcification so the wire could not be crossed easily. Finally, the wire could be crossed. After confirming an intravascular ultrasound (ivus), a smart control stent was delivered to the lesion. It is unknown if the lesion was inside a previously placed stent. The diameter of the vessel (healthy area of treated lesion site) is unknown. There were no damages or anomalies noted on the device or packaging prior to use. The device was handled and prepped according to IFU instructions. The guidewires delivered to the lesion were non-cordis brand (chevalie,fmd/astato astato, st.jude medical ) and it is unknown if they are available for analysis. It is unknown if the device was ever in an acute bend. It is unknown if force was ever required when using the device. It is unknown if the device was easily removed from the patient. There were no anomalies noted during the prep of the device. The device is available for analysis.